Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided by the site and the following observations were made: the implantation site's bottom area measured 432.9 mm', which exceeded the recommended range (338'430 mm') for a 23 mm device. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The s3/ s3u/ s3ur thv with commander delivery system IFU was reviewed. Potential adverse events include, 'paravalvular or transvalvular leak' and 'valve regurgitation'. Precautions note 'to maintain proper valve leaflet coaptation, do not overinflate the deployment balloon'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for leaflet motion restricted-in patient and deployed valve exhibits central regurgitation were unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the DHR did not indicate any manufacturing nonconformances that could have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position within a non-edwards medium perceval valve, the 1st 23 mm sapien 3 ultra resilia valve had moderate central regurgitation. The team post dilated with a 22mm true balloon however the central regurgitation remained unchanged. They converted to ga and dropped a tee probe down, which revealed a large leak through the origin of the 23mm sapien 3 ultra resilia and the middle of the perceval valve. There was a moderate leak around the top of the s3 frame which was about the middle of the perceval frame. There was a lot of color on the doppler coming in around the top of the s3 frame then going down central. The physician though one of the commissure tabs on the initial s3 could have become loose or torn during deployment. A 2nd 23mm sapien 3 ultra resilia valve was implanted.' Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, the valve was deployed with 1 ml more than the nominal volume, likely resulting in over-expansion. This over-expansion may have impaired leaflet motion and proper coaptation, leading to central regurgitation. As such, the information available suggests that procedural factors (over expanded valve) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia (s3ur) valve in the aortic position within a non-edwards medium perceval valve, the 1st 23 mm sapien 3 ultra resilia valve had moderate central regurgitation. The team post dilated with a 22mm true balloon however the central regurgitation remained unchanged. They converted to general anesthesia and dropped a tee probe down, which revealed a large leak through the origin of the 23mm sapien 3 ultra resilia and the middle of the perceval valve. There was a moderate leak around the top of the s3ur frame which was about the middle of the perceval frame. There was a lot of color on the doppler coming in around the top of the s3ur frame then going down central. The physician though one of the commissure tabs on the initial s3ur could have become loose or torn during deployment. A 2nd 23mm sapien 3 ultra resilia valve was implanted.